Event description:
It was learned through implant patient registry, investigation and medical records, that a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 5 months due to pannus and cusp perforation led to severe insufficiency and stenosis. The explanted device was replaced with a non-edwards' device. The patient tolerated the procedure well and was transported back to the thoracic ICU in stable but critical condition. Per medical records, the patient presented with severe aortic insufficiency due to unknown etiology. The patient underwent a redo sternotomy and transverse aortotomy was made, the aortic valve was inspected and found that rcc was torn for unclear etiology. The 29mm 3300tfx magna ease was explanted and the annules was decalcified, all debris were removed, the annules was sized and a non-edwards device was implanted in replacement. Tee revealed a well seated valve and no regurgitation. The patent tolerated the procedure well, then transferred to ICU in stable but critical condition and was discharged pod#6. Per pathology reports, the bioprosthetic aortic valve with cusp perforation and pannus.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (device code, type of investigation, investigation findings, investigation conclusions) structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Additionally, leaflet tears and damage can develop over time as a result of suture tail abrasion. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. An edwards defect has not been confirmed. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code)

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 5 months due to unknown reason. The explanted device was replaced with an unknown device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.